Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient had inaccurate cgm values 2 days after the sensor was inserted in the abdomen. At the time of the call, the patient was in the hospital. The reporter, the patient's sister stated she did not have all the details of the episode as she was not with the patient at the time of the event. The patient was giving himself insulin only based on the reading. At one point, the cgm reading was 400 mg/dl and the bg was not checked. Then eventually the reading was low and that led him to call the ambulance. The cgm reading at that time was not specified. It was not documented whether the patient was symptomatic. On (B)(6) 2023, the patient was brought to the hospital by ambulance. His bg then was 20 mg/dl, and the cgm reading was not documented. The hypoglycemia was reversed by unspecified means. Two days after the event date on (B)(6) 2023, at the time of the call, the patient was still in the hospital. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.